Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the right cylinder connecting tube. Therefore, the pump was replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The tubing was cut down to the pump block and was not returned. The pump did not pass activations tests. Based on the information available and analysis results, the activation issues identified in the pump could have caused or contributed to the reported clinical observation of device not performing as expected.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) was not performing as expected. The patient underwent surgery two weeks later and inspection revealed a crack in the right cylinder connecting tube. Therefore, the pump was replaced. There were no patient complications.